Event description:
A surgeon reported that a memory lens iol implanted in the eye of an unspecified pt in 1999 by a different surgeon has since opacified and will require explantation. Vision noted as finger count only. No further info has been provided despite multiple requests.

Manufacturer narrative:
As there was no product returned or lot info provided, no detailed investigation can be performed. (B) (4).